Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted. The device was monitored for a day and no missing segments or display anomaly noted. The device was programmed with contour next test glucose meter. The device communicated properly, recorded the 90 mg/dl test value properly from glucose meter. The insulin pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.